Manufacturer narrative:
Report source: cardinal health sr. Specialist. Although requested, no additional information about the patient, medication, or event was provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported medications that are compatible with normal saline were crystalizing in the tubing. The tubing was appropriately flushed prior to infusing the medications.